Event description:
Customer alleged the stitching on the sling around the commode opening is causing pressure on the resident's bottom area. Minor injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpl450-1, serial number/date code and age of product are unknown. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer resides at a facility and their age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility called stating that the stitching around the commode opening on the sling ((B)(4) full body mesh with commode opening) for the rpl450-1 lift is allegedly causing shear pressure on the patient's bottom area. Facility is looking for a different sling that would not have the thick edged hem around the commode opening. Injury and medical intervention are alleged.